Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No device changes were made and the patient will be monitored. The patient was stable.